Event description:
It was reported that the patient came up to the follow up clinic on (B)(6) 2022 stating that their controller alarmed randomly even with a slight movement. The history showed multiple low voltage advisory alarms. The patient stated that their battery clips were clean and free from any debris or dirt that could be possibly cause any alarms. The log file captured some intermittent indications of a weak connection between the batteries and clips which resulted in audible power cable disconnect and low voltage advisory events. This appeared to be occurring only on the black controller lead. The controller was exchanges and the alarms were resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of random alarms can be confirmed based on the information contained in the provided log files. The event log file contained data recorded from april 11 to april 13, 2022 where multiple low power advisory and power cable disconnect alarms were recorded. The majority of these alarms were related to the rsoc (relative state of charge) line in the black power cable. The pump support was not affected and the system maintained the set speed with no interruptions. The periodic log file contained events recorded from august 1, 2021 to april 13, 2022. The recorded data did not add any new information regarding the reported event. Per the provided additional information the controller¿s black power lead was creating a bend by the connection site, thus that was creating the alarms. Patient was issued a new primary controller and the alarms resolved. No product will be returned for evaluation. The system controller serial number (B)(6) was not returned for evaluation and a specific root cause for the atypical alarms captured in the event log file was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and qa specification. Heartmate 3 patient handbook, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.